Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified, which occurred in 2009, during drain cycle 3. The patient's ultrafiltration reading was 1331ml, indicating the home patient (hp) drained 1331ml more than their programmed fill volume of 1600ml. This information gave a total drain volume of 2931ml (1331ml + 1600ml), which meets iipv criteria. Product surveillance contacted the nurse on 6/10/09; the nurse stated she could not provide any information, as the patient's chart is no longer available. The nurse stated the patient was transferred to hemodialysis. The nurse stated that it was unknown whether the patient had symptoms during fill 1 or dwell 1 and if patient connected before "connect your bags was displayed." The nurse was unaware whether or not the patient lost power to the house while connected to the cycler. No other information was available. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of overdelivery/iipv.